Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one bd alaris pump module infusion set experienced flow issues, and was clogged. The following information was provided by the initial reporter: our lipid rates are very slow in certain areas based off of the patient size and age that we care for. We also have very gracious pressure settings. Just last night we had 10 failures during priming alone with the tubing not even looking at what made it to the pump. The issue is on occlusion alarms during lipids infusion. This has been identified as occurring at 2 points in the infusions: while priming, the fluids will prime to the filter and then stop. After a period of time when the lipids have been infusing, there is an occlusion and they have to change the tubing.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the lipid rates are very slow. While priming, the fluids will prime to the filter then stop. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that at least one bd alaris pump module infusion set experienced flow issues, and was clogged. The following information was provided by the initial reporter: our lipid rates are very slow in certain areas based off of the patient size and age that we care for. We also have very gracious pressure settings. Just last night we had 10 failures during priming alone with the tubing not even looking at what made it to the pump. The issue is on occlusion alarms during lipids infusion. This has been identified as occurring at 2 points in the infusions: while priming, the fluids will prime to the filter and then stop. After a period of time when the lipids have been infusing, there is an occlusion and they have to change the tubing.